Manufacturer narrative:
Device evaluated by MFR: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon pinhole located at the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. An examination of the tip, shaft and markerbands identified no issues which could potentially have contributed to this complaint. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 26jan2021. It was reported that a balloon leak occurred. Vascular access was obtained via the right common femoral artery. The target lesion was located in the severely calcified and mildly tortuous superior mesenteric artery. Due to the heavily calcified arteries they were unable to insert another manufacturers guide catheter into both the common femoral and common iliac arteries, so angioplasty of the right common iliac was performed to aid in the guide catheter insertion. Another manufactures 6fr sheath was advanced within the common femoral artery and a .035 amplatz super stiff guidewire was used to cross the lesion. This 3.0 x 40 75cm mustang balloon catheter was then inserted into the common iliac artery; the mustang device was inflated using an inflation device however the balloon did not inflate and contrast was seen coming out of the balloon. The device was successfully removed with no fragments remaining inside the patient. Another of the same device was used to complete the procedure. No patient complications were reported, and the procedure was successfully completed. Device analysis revealed balloon pinhole.